Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The following event is considered a gradual change in therapy/symptoms. Patient has experienced a loss or change of therapy. Patient is peeing all the time and admitted that therapy did work for awhile, but therapy has gotten worse since implant. Within the past 6 months, the patient has experienced short bursts of time where they need to pee every 15 minutes to an hour. Patient is being changed from program 1 to program 2 on the day of the call. It was recommended that the patient follow up with their healthcare provider (hcp) if program 2 doesn't help. No device issue and no further patient complications have been reported as a result of this event. Additional information was received. Consumer reported they were unsure if the cause was determined, but it was however better (frequency) after changing program settings. It was reported that it was no resolved, but there was less frequency. Patient reported they were down to urinating 10 times per day. No further complications reported/anticipated. Additional information received on (B)(6) 2017 indicated that the patient had not been feeling stimulation and had been on a "pee binge" in the last 2 days. According to the patient they did not always feel stimulation, but would usually feel stimulation in the back and butt when stimulation was increased. During the call the patient's stimulation was confirmed to be turned on and the patient was assisted with changing to program 3 and increasing stimulation to 2.1 where the patient confirmed feeling stimulation. The caller indicated that the patient had already tried programs 1, 2, and 4 and that the issues began on (B)(6) 2017. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.